Event description:
It was reported by the customer, during PICC line insertion, after having punctured and dilated the vein without any difficulty under ultrasound control, when the catheter was raised, progression seemed impossible in the axillary vein. After several attempts to progress without success, it was decided to re-focus the catheter. On removal, the catheter was deformed (catheter angulation) and about 2cm of the distal guide was missing. When pushing the catheter's internal guide, a fragment of about 1 cm broke off. Patient transferred to hospital on (B)(6) 2024. Extraction of intravascular foreign body, dilatation of right subclavian vein and implantation of PICC line on (B)(6) 2024 at hospital. Procedure: guide extraction: ultrasound-guided puncture of a vein in the right arm, desilets 4f. Opacification reveals that this is the right cephalic vein and that the ruptured guide potion is located at the cephalic-right basilic confluence. -the right axilla is sub occluded downstream. Using an s mm lasso, the guide is easily captured, but on pulling, it breaks off, leaving around 3 cm in place. Initially, it proved impossible to capture the residual tip using this route. Under these conditions, ultrasound-guided puncture of the right basilic vein: once again, it proved impossible to capture the guide via this route. The residual portion of the guide was finally captured and extracted when the cephalic route was resumed, after several maneuvers, in particular mobilization of the guide using a jr4 4f probe. Successful implantation of the dual-channel PICC line sf.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the stylet is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo with its t-lock assembly and tls stylet were returned for evaluation. An initial visual observation revealed little blood use residues along the returned devices. It was observed that the stylet was completely removed from the catheter and t-lock assembly. A kink was observed at the distal end of the returned proximal segment of the stylet that was observed to be between two magnets. A fragment of the distal end of the stylet was returned broken from the larger portion of the returned stylet. Two kinks were observed along the distal fragment of the stylet that was observed to be between magnets. A microscopic observation of the returned stylet revealed the most distal portion of the stylet to not be returned for evaluation. Each of the break sites exhibited delamination of the hydrophilic coating, and an overall elliptical shape from kinking. The proximal break site showed the core wire exiting the break site. The core wire break appeared to be at an angle with a granular fracture surface. The characteristics of the break in the stylet are congruous with damage due to kinking of the stylet. The stylet may kink due to improper insertion techniques or other unknown clinical factors. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, during PICC line insertion, after having punctured and dilated the vein without any difficulty under ultrasound control, when the catheter was raised, progression seemed impossible in the axillary vein. After several attempts to progress without success, it was decided to re-focus the catheter. On removal, the catheter was deformed (catheter angulation) and about 2cm of the distal guide was missing. When pushing the catheter's internal guide, a fragment of about 1 cm broke off. Patient transferred to hospital on 1/06/2024. Extraction of intravascular foreign body, dilatation of right subclavian vein and implantation of PICC line on (B)(6) 2024 at hospital. Procedure: guide extraction: ultrasound-guided puncture of a vein in the right arm, desilets 4f. Opacification reveals that this is the right cephalic vein and that the ruptured guide potion is located at the cephalic-right basilic confluence. -the right axilla is sub occluded downstream. Using an s mm lasso, the guide is easily captured, but on pulling, it breaks off, leaving around 3 cm in place. Initially, it proved impossible to capture the residual tip using this route. Under these conditions, ultrasound-guided puncture of the right basilic vein: once again, it proved impossible to capture the guide via this route. The residual portion of the guide was finally captured and extracted when the cephalic route was resumed, after several maneuvers, in particular mobilization of the guide using a jr4 4f probe. Successful implantation of the dual-channel PICC line sf.